Event description:
Note: this report pertain to one of two that occurred during the same procedure. Refer to manufacturer's report # 3005099803-2010-01003 for the other associated device information. It was reported to boston scientific that an extractor rx retrieval balloon and a hydrajagwire were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure occurring on (B)(6), 2010 (patient's age, weight and gender are unknown). According to the complainant, during the procedure the hydrajagwire peeled outside the patient. The hydrajagwire was changed out for a second hydrajagwire. Once the second hydrajagwire and first extractor balloon were in the common bile duct, the extractor balloon burst inside the patient. The procedure was completed with a second extractor balloon and the second hydrajagwire. There were no patient complications reported as a result of the event. The patient's condition following the event was reported to be "fine".

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this report pertain to one of two that occurred during the same procedure. Refer to manufacturer's report # 3005099803-2010-01003 for the other associated device information. It was reported to boston scientific that an extractor rx retrieval balloon and a hydrajagwire were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure occurring on (B)(6), 2010 (patient's age, weight and gender are unknown). According to the complainant, during the procedure the hydrajagwire peeled outside the patient. The hydrajagwire was changed out for a second hydrajagwire. Once the second hydrajagwire and first extractor balloon were in the common bile duct, the extractor balloon burst inside the patient. The procedure was completed with a second extractor balloon and the second hydrajagwire. There were no patient complications reported as a result of the event. The patient's condition following the event was reported to be "fine".

Manufacturer narrative:
Investigation results: a review of the complaints database was done and concluded there were no previous complaints reported for lot 13111162. Visual observation of the returned complaint device confirmed the device was from lot 13111162. A functional evaluation of the returned device was performed however when inflation was attempted it was noted that the balloon was burst. The condition of the returned device is consistent with the reported event that the balloon burst. The most probable root cause was determined to be operational context.